Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device received for analysis. Eng eval completed on 2020.03.05 by ah. (B)(4) findings: it was found that the special dual strike plate broach handle (cn: sk-025375, lot: dsr219060) can disassemble during surgery. It was reported that all pieces of the broken device were recovered and not left within the patient. As documented in crc2019-12-05-04, the dowel pin retaining the lever to the actuator can disassemble causing the internal components to disassemble from the broach handle body. Upon inspection of the returned device, the disassembly of the dowel pin was due to a weld failure likely as a result of impaction forces. Additionally, the special broach handle was found to be out of specification; the depth of the body cavity on the handle is too deep and the retaining pin has not been welded as specified on the engineering print. Refer to tm-2019- 0629 and sk-025375 rev 3. This is consistent with the findings of the crc and case-2020- 00002002. Corrective action taken: it was determined by the correction and removal committee that the remaining devices will be removed from the field. Capa2019-80 will be opened to address the issue. This complaint is prior to implementation of corrective actions. No additional action required. Most likely underlying cause/root cause: as documented in crc2019-12-05-04, the broken instrument reported in case-2019-00001764 was likely the result of a combination of a weld failure as a result of impactions forces, the dowel pin not being retained within the body of the broach handle, and the out of specification conditions which allowed for the subsequent disassembly of the device. Form number 701-104-752 rev: - effective date: 10/15/18 controlled document company confidential page 2 of 3 IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. There was no reported patient adverse event. As documented in crc2019-12-05-04, the broken instrument reported was likely the result of a combination of a weld failure as a result of impactions forces, the dowel pin not being retained within the body of the broach handle, and the out of specification conditions which allowed for the subsequent disassembly of the device.

Event description:
It was reported from the us that during an orthopedic surgery the special broach handle instrument broke. It was confirmed that all pieces were located outside of the patient. There was no reported patient adverse event. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.